Manufacturer narrative:
Block h6: device code 2610 captures the reportable event of bands failed to deploy. Block h10: investigation result: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the tripwire was partially rolled inside the handle assembly and there was evidence that it was secured in the handle slot. The slack was removed properly, a crimp was present on the tripwire, and the suture loop was still intact. However, the trip wire was kinked, which relates to handling and manipulation when the ligating device was tried to be inserted or released from the endoscope. The suture was attached to the trip wire and to the ligator head, but the suture was returned cut from the device. Further analysis noted that the evidence of suture cut was likely to remove the device from the scope. This condition is not considered as an issue of the device. Additionally, there were three bands returned attached on the ligator head, the suture hole was intact, and the ligator head teeth were intact. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was not confirmed. Based on the condition and evaluation of the returned device, this failure was traced to the intentional use of the device in an unapproved procedure, for an unapproved patient, or for which it is contraindicated, or not listed on the label. Therefore, the most probable root cause is cause traced to intentional off-label, unapproved, or contraindicated use. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU) and product labeling, as the reported anatomy location was "fundus of stomach" which is not described within the instructions for use.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of stomach during a gastric fundus varicose band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device deployed the elastic bands until the third bands; however, the remaining bands could no longer be deployed. Reportedly, the device was removed, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of stomach during a gastric fundus varicose band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device deployed the elastic bands until the third bands; however, the remaining bands could no longer be deployed. Reportedly, the device was removed, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.